Event description:
Revision surgery - the pt experienced soft tissue loosening; causing the shoulder to dislocate occasionally. The surgeon implanted a larger reverse shoulder prosthesis in order to tighten the shoulder and prevent dislocation. There were no defects of the reverse shoulder prosthesis reported.